Event description:
The report indicated that the customer experienced an allergic reaction to the pod adhesive. When the pod was removed, there was "red irritation" and a "pod shaped rash" at the site. He also stated that the adhesive was "ripping the skin off of the site." As a result, he went to the dermatologist for treatment. The customer had been using an over-the-counter dressing, but the skin condition persisted nonetheless. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the condition according to the healthcare provider's instructions. The customer followed these instructions per the user guide and went to visit with a dermatologist in order to treat the skin condition.